Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would recognize the fiber optic. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse verified that the internal fiber optic connector was cracked and in need of replacement. Fse replaced cable assembly, fiber-optic sensor extension and completed functionality checks per the service manual and unit passed to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.